Event description:
The facility returned the device for service. During service testing, the baxter service technician reported the pumphead module failed accuracy test. No reports of any patient incident involving this pump.